Event description:
Based on the initial information, received on (B)(6) 2011, the case was considered non-serious as it did not fulfill any seriousness criteria. Based on the additional information received on (B)(6) 2011 (the patient was hospitalized), the case was reassessed as serious. The below narrative includes an initial report from a consumer on (B)(6) 2011 plus subsequent follow-up: a (B)(6) male consumer received three injections with sodium hyaluronate (hyalgan) (lot# unknown, expiration date unknown) in his right knee one week apart for knee pain. His last injection was 7 weeks ago, (B)(6) 2011. His first injection was 9 weeks ago ((B)(6) 2011). He did not have any problems with the first two injections, but beginning about 3 weeks ago ((B)(6) 2011), he experienced swelling in the upper and lower legs on both legs, fast weight gain, and shortness of breath. He experienced swelling in his left kidney and the physician planned surgery on (B)(6) 2011 for stent placement. He also felt that his circulation had decreased since sodium hyaluronate use. The consumer stated sodium hyaluronate should not have been given to him because of all of his conditions including: heart failure, circulatory problems, aneurysm, bladder/kidney cancer. He said that sodium hyaluronate was circulating throughout his body and causing a lot of swelling throughout his body. He said sodium hyaluronate was killing him and driving him over the edge. The patient stated he was in the emergency room on saturday (B)(6) 2011 and was admitted to the hospital on sunday (B)(6) 2011 because of poor circulatory condition, a low ejection fraction, and his heart failure being aggravated by sodium hyaluronate or some type of allergic reaction to the sodium hyaluronate. He had shortness of breath and swelling all the way up to his abdomen. Treatment measures included 120 mg of furosemide (lasix). He also experienced intermittent sharp pains in his knees in the area of the injections and his shins. Medical history included a staph infection in 2009 treated with vancomycin, legally blind, cancer in bladder treated with chemotherapy and radiation, stent in his ureter, allergic to a lot of medications, heart failure, low blood pressure, and an aneurysm in the left leg and "obstructions in the right leg." Additionally, he had an allergic reaction to steroids and contrast iodine used in dyes. No further relevant information reported. Additional information received from the consumer on (B)(6) 2011 and (B)(6) 2011: medical history, events, and narrative updated. Pharmacovigilance comment: sanofi-aventis company comments dated (B)(6) 2011: this case of an elderly male is confounded by the underlying illnesses, particularly heart failure. In addition, the bladder cancer treated with chemotherapy and radiation may serve as an alternative explantation.